Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Logs also indicated only the mvs was turned on without the ias turned on for a period of roughly 2 hours and once the ias was turned on as well, the system started as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being service outside of a procedure. It was reported that the system was stuck in initializing prior to the case. They performed a hard restart and that resolved the issue. No patient presents.